Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was uncomfortable with the pacemaker system and continually requested the physician to remove the device. The physician offered to do a pocket revision or implant the system on the other side of the chest. However, the patient insisted that the pacemaker system be removed. The physician then conducted a full electrophysiology study and determined that the patient did not require pacing to function normally at the heart rate of 40 bpm. On (B)(6) 2020, the pacemaker system was successfully removed. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-02456, 2017865-2020-02457.